Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. This occurred during fill of peritoneal dialysis therapy. The leak was further described as "solution had leaked onto the floor". There was no report of patient injury or medical intervention associated with this event. The patient received prophylactic antibiotics as precautionary measure. No additional information is available.